Event description:
The device was removed after the pt began complaining about pain and fatigue. Pathology revealed a fibrin sheath. Pt had fatigue and shortness of breath. Wife (physician) pulled the catheter per the primary care physician's order. The fibrin sheath was removed with the catheter. Pt's condition improved immediately. Physician considers this a life-threatening event.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. A photo of the fibrin sheath shows that the sheath was approximately 11 inches in length. The 5 fr d/l powerpicc solo was returned for evaluation, but no defects related to the mfg process were found on the complaint sample. The product IFU includes in its list of possible complications the formation of a fibrin sheath. A chr of lot #resa0448 showed no other similar product complaint(s) from this lot.